Event description:
Blood leak detected in pump segment of arterial bloodline used in hemodialysis. Upon examination, bloodline is split or cut approx. 1/2" long, full thickness of tubing. Unsure whether bloodline and/or blood pump was cause of split. Pt lost blood in system.